Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 34 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2021, 3606 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required) via surgery (essure). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 34 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2021, 3606 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4) right side coil to have migrated to the uterine cornua [device migration] case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("right side coil to have migrated to the uterine cornua") in an adult female patient who had essure inserted for female sterilisation. The patient had a medical history of abnormal uterine bleeding, smoker, degenerative joint disease, gravida ii and parity 2. Previously administered products included: depo provera and oral contraceptive nos. The patient had a family history of spina bifida, hypertension, rheumatoid arthritis and high cholesterol. Concurrent conditions were listed as vaginal bleeding, vaginal discharge, fatigue, cervical dysplasia, cervical dysplasia and chronic back pain. On (B)(6) 2011, the patient had essure inserted. On unknown date she experienced device dislocation (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the outcome of the event was unknown. The reporter considered device dislocation to be related to essure administration. The reporter commented: both ostia could be visualized easily, and thus the essure procedures were done. First, the right side was done and then the left side, and the usual maneuvers for ideal placement. Ware carried out. As per findings above, 3 coils could be seen coming out of the tubal ostia on the right and 2 on the left. There were no complications. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2021: final diagnoses: uterus, bilateral fallopian tubes, hysterectomy with bilateral salpingectomy: 109 gram uterus with attached bilateral fallopian tubes. Cervix: high grade squamous intraepithelial lesion (severe dysplasia/cin iii}. Ectocervical margin uninvolved by hsil. Endometrium: proliferative phase endometrium. Myometrium: no significant histopathologic abnormality. Serosa: na significant histopathologic abnormality. Fallopian tubes: coils grossly identified. Gross description: both fallopian tubes contain coiled metal wire within lumen. [Ultrasound scan] (date unknown): right side coil to have migrated to the uterine cornua. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 29-jul-2025: medical record received. Event medical device removal is replaced with device dislocation. Medical history & concomitant conditions were added. Surgical pathology report & lab data updated. Historical drug added. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.